Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The leak was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from october 09, 2019 - october 10, 2019. H10: the device was received for evaluation. Unaided visual inspection was performed, which observed a small tear at the lower right side edge of the bag. Functional testing was performed with tap water, which revealed a leak from the same area. Additional magnified inspection was performed, which verified a tear/hole, where the leak had occurred. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.